Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the upper case of a heater head on an iw990 manual controlled infant warmer was brittle and breaking. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: two heater head cases were returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned heater head cases were visually inspected for the reported damage. Results: heater head case 1: visual inspection revealed that the front end dome of the upper head case was cracked and a portion of plastic was broken off. Crazing was also observed in this area. Chipping and flaking was evident in the middle portion of the case and the support arm. The surface of the upper case was sticky. Heater head case 2: visual inspection revealed crazing on the front end dome of the upper head case. Cracks and plastic chipping was evident on the support arm. The supporting arm had broken off the heater head. The surface of the upper case was sticky. A lot check revealed no other complaints for lot number 040313. Conclusion: it is likely that the crazing, cracking and chipping of the upper head cases is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmers. This coupled with continual use over time is likely to have contributed to the flaking and crazing of the upper head cases. The broken supporting arm is most likely due to mechanically induced damage, possibly during transit. It should be noted that the returned devices are both over eight years old. The infant warmer operating manual features a diagram of the infant warmer, which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.